Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.